Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (displaying error code) has been confirmed. Upon evaluation, the battery charger/modem was unable to recognize or charger a battery pack. The cause for the failure was isolated to an internally shorted q1 current-controlling transistor on the charger bedside board. The root cause for the shorted transistor was unable to be positively identified. No adverse event resulted form the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was displaying an error code when charging a battery pack.